Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was an electrode fracture. No additional information received and no patient complications were reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
(B) (4)